Event description:
It was reported that while the patient was sleeping, the cannula dislodged from the infusion site on the leg after less than one hour of wear. This led to the patient¿s blood glucose levels increasing above 400 mg/dl. The patient reported contacting emergency services (911); however, no emergency treatment or medical intervention was provided. The patient subsequently applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.